Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, foreign matter (residual of biofilm, lens material, or fiber) while implanting was noted. The lens was explanted in the initial procedure. Additionally the patient had harm with tear in iol and iris damage with hyphema. New lens was placed to complete the surgery and rotated to achieve centration. Surgeon stated that the foreign material could be biofilm, lens material, or fiber. Uncertain as to what it was.

Manufacturer narrative:
Only photo was returned. The reported complaint cannot be confirmed from the returned photo. The reporting facility did not provide a lot number or any identification of the product. Photo review: the returned photo shows an iol broken into what appears to be two segments inside a clear plastic bag, along with a lens case base. The reported foreign matter cannot be observed from the returned photo. The reported complaint cannot be confirmed from the provided photo. A definitive determination of the reported complaint cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).